Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 april 2022, a 29mm portico valve (18698126) was chosen for implant using a large flexnav delivery system (7697392). When unpacking and preparing the devices per instructions for use (IFU), no damage was noticed. There were no issues retracting the device into the delivery system and no issues leading the retainer tabs into the retainer receptacle. During procedure, due to massive calcification and tortuosity in common iliac artery, the delivery system (ds) could not cross aortic bifurcation. A computerized tomography (CT) scan and measurements with 3-dimension showed minimum diameter of 7mm on access route from common femoral to common iliac arteries on the right. Sheathless approach was stopped due to failure to cross aortic bifurcation. There was a perforation at the external iliac artery which led to a significant drop in blood pressure. After withdrawing the ds from patient's anatomy, the ds showed marks of longitudinal compression, and the surface was not smooth. After the bleeding was treated and the patient was stabilized, the procedure was finished with a new 29mm portico valve (18704477), a new large flexnav delivery system (7945413), and usage of an additional sheath. The replacement valve was successfully implanted.

Manufacturer narrative:
An event of difficulty advance the flexnav into the patient and bleeding at the external lilac artery was reported. Information from the field indicated that there was "massive" calcification and tortuosity in common iliac artery so the delivery system could not cross aortic bifurcation. Images received form the field appeared to show the distal end of a used flexnav, which appeared to have some damage consistent with damage during inserting the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the difficulty advancing the delivery system is due to the patient's anatomy. There is no indication of a product quality issue with regards to manufacture, design, or labeling.